Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl surgery, the acufex graftmaster was not lined up. There was not a back up available and it is unknown how the procedure was completed. There was no delay and no patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Product graftmaster iii sliding base assy used during treatment, was not returned for evaluation. Due to product unavailability, investigation was limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint may be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Potential reason for the failure may be wear or damage to mating components. Per instructions for use: as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in instrument failure. Complaint history review indicated no similar allegations for the lot number reported. Device history review/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.